Manufacturer narrative:
(B)(4).

Event description:
It was reported her pain device ¿died¿ and had to be replaced three times. Additional information has been requested, but was not available as of the date of this report.